Event description:
An 82-yr-old female admitted on 12/10/94 with a diagnosis of alzheimer's, psychosis, and dementia. She was restrained at night in a waist restraint with (4) 1/2 rails up on the bed. She was seen at 9 pm and again at 10:15 pm sleeping in the bed. She was found at 10:50 pm with no pulse or respiration. She was still in the restraint which was under her breasts, fully out of bed between the upper and lower split rail with her jaw resting on the upper rail and her buttocks approx 1 inch off the floor. Medical examiner was called and an autopsy was performed, results indicated death by asphyxiation. Dept of public health was notified.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.